Event description:
Allegedly, during a holep procedure, the ceramic tip of resectoscope sheath broke off in patient's bladder and was retrieved during a previously scheduled open procedure. During open procedure, doctor repaired the diverticulum and finished the prostate as intended. Patient is doing fine postoperative.